Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to program a bolus on her insulin pump due to a stuck up arrow key; the carb amount kept scrolling up on its own. The customer removed the battery and reinserted it and the button regained functionality, but not enough to program a successful bolus. The customer stated that she may have pressed on the button for three minutes and she received a button error alarm. She was unable to clear the button error alarm. The patient's blood glucose was 586 mg/dl. She received lantus and syringes from her physician to bring her blood glucose down. Troubleshooting was initiated for the keypad anomaly. The customer stated that she wears the insulin pump clipped to her bra, usually with the buttons facing away from her skin so she does not sweat on the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No unexpected number ramping during our testing. The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed self-test, a21 error test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.